Event description:
It was reported that the patient experienced a sharp increase in pain along with sweating and nausea. On (B)(6) 2010, a pumpogram was done. It was indicated they were unable to aspirate. A catheter revision was performed on (B)(6), 2010. It was noted that both catheters were patent; the metal connector was plugged. It was noted same replaced. It was indicated that the patient was a complicated case. The pump contained dilaudid. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported partial catheter identification details of the catheter which reported as revised.

Manufacturer narrative:
Product ID 8731sc, lot# b0958991k, implanted: (B)(6) 2009, revised: (B)(6) 2010, product type catheter.

Manufacturer narrative:
(B)(4).